Event description:
It was reported when using the bd pyxis ciisafe system had intermittent door failure, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door latch double clicking and not opening consistently. A field service engineer applied conductive grease after cleaning terminals on all latches to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.